Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote transmission has the correct date but the time is in the future. It was explained that the remote transmission will only display the time it gets from the device implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.